Event description:
Boston scientific received information that this patient's chronic transvenous right atrial (ra) lead fractured and was programmed off. The patient's device is currently in vvi mode. No adverse patient effects have been reported as a result of this observation. Of note, the patient had required no atrial pacing prior to the ra lead fracture.

Manufacturer narrative:
No additional information is available at this time, and current records suggest that this ra lead remains implanted, but has been electrically abandoned. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information has been received that this previously fractured right atrial (ra) lead has been capped during an elective device upgrade procedure. The lead was successfully replaced with a new ra lead. No adverse patient effects were reported.